Event description:
The manufacturer received information alleging a ventilator "will not display and constant alarming". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor and system board needs to be replaced to address the issues. There was evidence of contamination.